Manufacturer narrative:
The analysis of software logs indicated that on several occasions, the recalculate function was used following manual adjustments, but was unsuccessful since it did not permit to get a better result. This is due to a known software anomaly. However, the user had the possibility to undo the action in order to get back to his previous manual adjustments performed, instead of restarting the merge from the beginning.

Event description:
Automatic merge performed with CT to MRI. Merge was inaccurate, adjustments and re-calculation did not easily fix problem. Delay of 30 minutes. Seeg and craniotomy, patient under anesthesia, no incision made, no registration performed.

Manufacturer narrative:
(B)(4). There is a delay > 30 minutes, this is considered as a serious injury. Other than the delay, there was no reported consequence for the patient. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Automatic merge performed with CT to MRI. Merge was inaccurate, adjustments and re-calculation did not easily fix problem. Delay of 30 minutes. Seeg and craniotomy, patient under anesthesia, no incision made, no registration performed.